Event description:
It was reported that stent damage occurred. Following multiple attempts of predilating the lesion, a 3.50x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion. When the stent delivery system (sds) was removed, the physician noted that the medial part of the stent was deformed. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Following multiple attempts of predilating the lesion, a 3.50x38mm promus element long drug-eluting stent was selected for use and advanced but failed to cross the lesion. When the stent delivery system (sds) was removed, the physician noted that the medial part of the stent was deformed. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).